Event description:
Event description cpi received information that this bipolar porous tip lead was removed from service due to a lead insulation problem. It was replaced with a bipolar endocardial lead (4261).